Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open and seeping blisters under the back-therapy electrodes. There was no alleged device malfunction contributing to the irritation. The physician prescribed betamethasone valerate and triamcinolone acetonide for the irritation. The patient confirmed that skin irritation had improved upon using the prescription medicine and removing the lifevest.